Event description:
Pt had surgery 10/19/95 (c-section). Pca pump started 10:50. Pt experienced considerable pain post-op. At 08:30 on 10/20 pump was disconnected and pt put on oral oxycodone/adap. Pump readings indicated that at least 73 ml of morphine solution had been infused in approx 20 hrs. However, measurement of the bag showed that only 5 ml had been used (most of this is needed to prime the line). Pump was taken out of svc and returned to MFR.